Event description:
It was reported that during the attempt to deploy the vena cava filter, all of the filter legs did not release. After several manipulations of the catheter, the filter was able to release. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.